Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test and a21 error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no failed battery test, no unexpected battery out limit, no low battery alert, no blank display and no off no power anomaly noted. The insulin pump had cracked reservoir tube lip and cracked case near display window corners noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery before and after a battery change. The customer indicated that a new replacement battery cap was received however, the pump powers off by itself. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the new battery cap does not resolve the issues with the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.